Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during sterilization the 7mm extended length endoscope lens is cracked and there is a metal burr on the end. The issue was noticed in sterilization away from the or suites - not immediately before or during a procedure. There was no patient involved.

Manufacturer narrative:
Trackwise #: (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. . The device was returned to the factory for evaluation on (B)(6) 2022. An investigation was conducted on 04/14/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The endoscope was observed to be intact. There were no visual defects observed on the lens, no cracks were observed. There was a burr on the rim of the lens of the endoscope. An image quality inspection was performed with an endoscopic video imaging system. A clear image was able to be obtained. The image was observed to clear with no visual defects observed. Based on the results of the evaluation, the reported failures "material deformation" was confirmed but not confirmed for 'crack". The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Event description:
N/a.